Manufacturer narrative:
Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-jun-2022, UDI#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, urinary frequency, and gastrointestinal/pelvic floor. It was reported to the healthcare professional (hcp) from the patient that, over the summer, they had fallen off a deck on their left side (side of the ins implant) while trying to remove a bee hive from their yard. The patient lived in (B)(6) and they were worried that they may have ¿injured the device¿ when they fell. The doctor recommended that they turn the device off. The patient was then brought into the doctor¿s office 3 weeks after the fall. The device was interrogated and it was found their were ¿impedances on all electrodes¿ noted as >4000 ohms. It was recommended that the patient continue to leave the device off and see how their symptoms were as they had been asymptomatic since the fall. If the symptoms did return, a lead revision and possible battery exchange would occur. The patient then reported that their symptoms had returned. Surgery was scheduled and performed on the day of report ((B)(6) 2019). It was reported that there was blood seen inside the back of the header chamber. The lead was still inside ins when it was removed from the patient¿s body, so no serous fluid could/should have entered the chamber prior to its removal. The doctor¿s preference was to reuse the ins after the lead revision but when the blood in the back of the chamber was seen, there was concern that it may have ¿cracked¿ during the patient¿s fall. It was also mentioned that when a new lead was placed in the header chamber prior to noticing the blood, the set screw did not seem to be catching to tighten. No troubleshooting was performed as there was concern with the integrity of the ins. A device replacement was performed and the issue as reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.